Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that occlusion occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was angina and the index procedure was performed. The target lesion was a de novo and ostial lesion located in the proximal right coronary artery (rca) to the first right posterolateral (rpl) branch with 95% stenosis and was 120mm long with a reference vessel diameter of 3.0mm. There was mild calcification present and mild vessel tortuosity. The lesion was treated with pre-dilatation and four promus premier¿ stents, sized 3.50x24mm, 2.25x32mm, 3.5x38mm, and 3.00x38mm, placed in a tandem fashion from the rpl branch to the ostium of the rca. All the stents were overlapping. Post-dilatation was not performed, and there was 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2015, the patient presented to the hospital with acute coronary syndrome due to high level obstruction of the left anterior descending (lad) artery, which required intervention of a percutaneous coronary intervention (pci) and non-target vessel revascularization of the lad. The following day, cardiac catheterization results indicated that the patient had 100% occlusion at proximal segment of the 3.50x24mm promus premier¿ stent. Subsequently, the patient underwent a successful balloon angioplasty and stenting of the proximal lad with a 2.72x23mm non-bsc stent. The next day, the acute coronary syndrome was considered resolved and the patient was discharged on the same day.